Manufacturer narrative:
Additional information received: the original aneurysm size was confirmed to be 62mm. Serial number and catalogue number added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aortic cuff stent graft was implanted in the patient in a chevar endovascular treatment for the migration of a previously implanted unknown endograft. The patient had an estimated aortic neck length of 11mm with a proximal neck angulation of 25 degrees and a proximal neck diameter ranging from 26-29mm. During the index procedure, it was reported that there was a suspected type ia endoleak. Two endoanchors were implanted and the endoleak was unresolved after the index procedure. A type ii endoleak was also observed. The event is reported to be continuing without treatment. No additional clinical sequalae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented approximately 9 months post the index procedure with fever and CT showed the aneurysm had increased to 114mm diameter. No additional clinical sequalae were reported and the patient will be monitored.